Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, low impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced and the device was explanted and replaced. It could not be determined if the rv lead or device were the cause of the high impedance. The patient was stable following the procedure and there were no adverse consequences. Manufacturer reference number: 2017865-2019-11180.

Event description:
Following implant, low impedance was observed on the right ventricular (rv) lead. The rv lead was revised and the device was replaced. It could not be determined if the rv lead or device were the cause of the low impedance. The patient was stable following the procedure and there were no adverse consequences.